Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. The nurse reported that the patient had the v.a.c.® granufoam¿ dressing in place for longer that kci recommendations which state "v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate." This report is being filed due to possible use error. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient¿s clinical presentation, rather than a fixed schedule. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. Maintaining a seal: maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendations to maintain the integrity of the seal: dry the periwound area thoroughly after cleansing. A protective skin barrier preparation may be used to prepare the skin for drape application. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area.

Event description:
On (B)(6) 2018, the following information was reported to kci by the physician's admin: the activ.a.c.¿ therapy system is not working. There is no drainage, and the patient's wound is allegedly getting worse and has developed an infection. A wound culture has been performed, and the results are pending. On (B)(6) 2018, the following information was reported to kci by the home health agency nurse: for over one week, there has been drainage sitting underneath the drape and there is no suction to the canister. The patient had not had a dressing change since (B)(6) 2018. On (B)(6) 2018, the following information was reported to kci by the physician: the patient reported to him that the drainage was not being pulled from the wound. The physician alleged the drainage created a second lateral wound which developed cellulitis. A wound culture was performed, date unknown by the physician, and the patient was prescribed antibiotic therapy. The patient completed the antibiotic therapy regimen but on (B)(6) 2018, the physician subsequently observed the wound and noted there was minimal improvement with a second wound culture obtained pending results. No additional information is available. On (B)(6) 2018, the device was tested per quality control procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, the device was tested per quality control procedure by kci quality engineering, and unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Review of the event logs show the patient did not receive active therapy for 5 days due to the device being turned off by the user. A device history review of the v.a.c.® granufoam¿ dressings lot number 4697892 is currently pending completion.

Event description:
On jun 25 2018, kci quality engineering performed a device history review of v.a.c.® granufoam¿ dressings lot number 4697892 and determined that nonconformances were identified and/or deviations were used during the manufacture of this lot but are unrelated to the complaint reported. All end release testing of product and packaging met specifications.

Manufacturer narrative:
Based on the additional information obtained from the device history review, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system.